Manufacturer narrative:
The customer reported that they are unable to see one bedside on the central nurse's station (cns). This bedside is in use with a covid patient and at this time they are unable to go into this room and troubleshoot. No harm or injury was reported.

Event description:
The customer reported that they are unable to see one bedside on the central nurse's station (cns). This bedside is in use with a covid patient and at this time they are unable to go into this room and troubleshoot. No harm or injury was reported.